Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient (pt) mentioned they recharged their controller and then went to go charge their ins and on 3 separate occasions since "at least a month ago," the controller would not charge the ins and instead displayed the code "batteries too low to charge the unit in back" (pt did not know exact message). Pt attempted to charge the controller again before charging the ins, but got the same message. Pt said when they got this message, their ins was charged at 0%. Pt said they would sometimes charge their ins for 1 hour only to realize that the controller had displayed the message and did not charge the ins at all. Pt said on one occasion, the controller "buzzed" and showed the message. Pt said they had "gone through this over and over." Pt did not have equipment with them and could not troubleshoot. Patient services specialist (pss) suggested the pt call back to troubleshoot, but the pt got escalated and demanded a replacement device. Pss described the meaning of the message the pt was getting and suggested the pt call back to troubleshoot. Pt mentioned they had kidney disease and osteoarthritis and pt was going to see their pain hcp on monday. Pt described a failed laminectomy in the past. Pt was at the hcp's office today to get injections and mentioned their dose of vicodin had recently been reduced by their hcp. Pt re-reported previously documented information from the call code notes. Pt mentioned they would see a message that said "battery empty, cannot provide stimulation, recharge implanted device," ever since they were unable to charge ins. Pt mentioned they had been having left knee pain and sometimes lower back pain because their ins was depleted and they were unable to charge their ins because of the message. Pt said they had "migraine headaches up the ying yang" when they bent over (pt didn't clarify if their migraine/headaches were related to the ins and patient services (pss) understood this as "unrelated medical history"). Pt noted they didn't have a manufacturer representative (rep). Pss reviewed role of rep and provided the pt with the nas number for their healthcare provider (hcp) office. Pt was "frustrated" and slightly escalated because of their issue. Pss had a difficult time hearing and understanding the pt. Pt couldn't locate their recharger antenna (rtm) during the call. Pss suggested the pt call back pss once they gather all of their external equipment to further troubleshoot. The pt called back and has their equipment with them. Pt mentioned they have allergies and again mentioned that they have a migraine. Pt said the recharger (rtm) does get warm. Pt called back stating they called before and got a new recharger telemetry module (rtm) but they were in need of a controller since the rtm did not resolve their issue. When asked to clarify the issue pt said it was showing they were not getting a full charge to their ins and to their controller but when they put the rtm they get the controller battery full. Pt would recharge their ins over night making sure it was properly placed and it would tell them it was not and by morning it was telling them it was not charged. Pt said this process was very confusing. During call pt verified they were using the new rtm and when asked to examine the controller charging port pt did not see any damage and mentioned when plugging the rtm in it was tough to plug in sometimes but the old rtm was bad. Pt then reset their controller and attempted to charge their ins, pt was getting poor recharge quality and pt verified they did not have a belt since they were told to throw it away. Pt was able to recharge their ins at excellent with a green flashing light and the ins battery was at 100% while the controller battery was low. Pt said prior to the call the screen would flip and show different things before on the battery screen saying there's not enough battery in the controller. Pt then attempted to recharge controller and the controller was recharging with a green flashing light. Pt called back and reported she is continuing to have issues recharging her ins battery. Pt verified the controller device responds to ac power and the controller battery is 100% charged. Pt tried to connect to charge the ins and she is seeing "poor recharge quality - reposition the recharger - try again - cancel" pt tried to move the recharger (rtm) but could not get the screen to change. Pt stated her ins did show empty in the red for a few seconds. Pt mentioned it is difficult to plug the rtm cord in to the controller. Pt could not see any visible damage to the controller port.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) found no issues and passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.